Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas integra 400 plus. The sample initially resulted in an hba1c value of 5.01 % and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2022, resulting in a value of 14.76 %. The hba1c reagent lot number was 59190201, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The customer inverted their tubes less than the number of times recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined.